Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Hospital policy.

Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed from the x-ray. Method & results: device evaluation and results: the device was not returned for analysis, however a picture was provided. There are marks consistent with use noted on the head, otherwise the head is unremarkable. Medical records received and evaluation: a review of the provided information by a clinical consultant confirmed the event but there was insufficient information received to determine root cause. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The patient's right hip was revised due to the head disassociating from the accolade stem. The cup was secure and remained implanted.

Event description:
The patient's right hip was revised due to the head disassociating from the accolade stem. The cup was secure and remained implanted.